Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. There is an indication that a picture of the subject product will be sent to us. We will submit a follow up report when/if product is obtained and evaluated.

Event description:
It was reported that the mesh was implanted in the patient during a hernia repair procedure in 2005. For approximately two weeks prior to date of event, the patient complained of abdominal pain. On the date of event, the patient underwent a surgery. Risk manager at the facility, reported there was alleged hemorrhaging of the mescentric vessel due to erosion from the mesh product. The mesh was explanted. The patient had 400 cc's of blood drained from her abdomen.